Manufacturer narrative:
H11: a lot number was provided; the device history records are currently under review. The investigation is currently underway. H3 (device eval by manufacturer) a device has been returned. Upon completion of the investigation, a supplemental report will be filed. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer on 06 may 2026 that upon opening the outer package of a pleurx pleural catheter mini kit, a small tear was observed in the blue sterile wrap. The issue was identified prior to use, and the device did not reach the patient, resulting in no harm. The procedure was non invasive. During follow up response it was further reported that the small tear less than 1 cm in size that was at the in the blue sterile wrap, located near the corner of the plastic tray. The outer wrap was intact.